Manufacturer narrative:
The reported no video image was not confirmed through evaluation of the device. Findings noted in the evaluation include ccd driver circuit board incorrect scope parameter, passed dry leak test, passed wet leak test and non-pentax scope case. The device was refurbished, cleaned, disinfected, and angle adjustments were made, and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for an ec-3890li (sn: (B)(4)) video colonoscope, indicating that there was no video image. The event occurred in the operating room during use and the customer stated that no accessory was used during the procedure. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention.